Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, patient experienced serious vision problems in the left eye and completely lost ability to see. For the past 7¿8 months patient was going for check-ups twice a month but each time it was told that the condition would improve over time. Unfortunately, no improvement had occurred and patient was eventually informed that nothing further could be done. The problem in the left eye persists and significantly affecting the quality of life. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).